Event description:
Pt received a burn to their arm about 4 inches below elbow of at least 2nd degree severity during an MRI procedure of right shoulder. The shoulder area was encased in some sort of sleeve which terminated several inches above the burn area. There were no electrical loops created between their arm or fingers and any other portion of their body. There was no other electrical wire or apparatus attached to the pt. The procedure was pt's third and last that day, all were sequential. Pt experienced extreme pain during the last procedure and informed operator who seemed relatively unconerned and stated "that happens sometime." The arm was not protected by any covering during this procedure although it was during an earlier test. The damaged portion of the arm may have been in direct contact with the MRI covering material. A large area of about 6 inch radius was red, hot and swollen within 1.5 hr of the exposure. Immediately called medical ctr and they requested pt return. At that time they saw a dr who did not believe the injury was due to the MRI procedure and thought it might be a sting or other infection in fat cells. Dr provided pt with an antibiotic, 3 tablets. By the following morning blisters were beginning to form and again called the medical ctr and again advised to come in. This time pt was seen by their regular family physician who admitted, it was a burn and treated pt for same with burn ointment and dressings. They again saw dr about 5 days later when he removed the blister surface, retreated and provided three more antibiotic pills. Saw dr again in 5 days and he once again dressed wound and provided about 14 days supply of a different medication. It is now nearly two weeks following the incident and the area is still extremely red surrounding the scabbed area, aches continuously and very sore to the touch. Pt is scheduled to see dr again. Reportedly, the machine was examined by a technician from ge but no info was provided.